Event description:
It was reported that a user new to the ilet pump experienced low blood glucose of 68 mg/dl before a meal, asked whether to announce the meal, and was advised to eat without announcing so the system¿s corrective algorithm could respond. Symptoms included hypoglycemia. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no specific device problem identified due to insufficient information and no findings were available, with no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.